Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 800 mg/dl. It was also stated that the customer was dehydrated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.